Event description:
Spoke with pt, who states her tubing over the last year leaks on and off where the filter part is (the circle piece where the hole is) and she knows it leaks because she would get a wet spot on her clothes. Per pt, even last night it was leaky and it was time to change her cassette, so she switched to new tubing anyways and so far no new leaks. However per pt, throughout the year her tubing is leaky, and she has had to change her tubing multiple times. Per patient sometimes the skin will get red and a rash from the wet mark. "Out no" clinical injury. Prescriber rems ID: (B)(6). Patient rems ID: (B)(6). Unknown if "letairis" md aware. No further information is known. Patient has not kept any tubing for investigation or provided lot/expiration information for any of the tubing unfortunately. Reported to (B)(6) by pt/caregiver.